Manufacturer narrative:
(B)(4). The sample was not available so the reported condition could not be confirmed and the root cause could not be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer contacted a baxter specialist to report an unknown buretrol set in which air in the line was observed. According to the report, when adding antibiotics into the buretrols, "some sort of air lock was happening", indicating air in the line. The customer indicated that there was no patient injury or adverse event associated with this event. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to not be available for evaluation. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. If the sample is received or additional information becomes available, a follow-up report will be submitted.